Manufacturer narrative:
The reason for this revision surgery was the patient split her incision. The previous surgery and the revision detailed in this investigation occurred over 10 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the incision split. The root cause for the incision splitting was not reported. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. It is notified that patient split her incision and also the event occurred 10 days post-operative which shows that patient activities or laxity might contributed to the revision surgery. No additional information was submitted with the complaint regarding pre-existing conditions of the patient that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient splitting her incision and the surgeon having to go back in and do a poly swap.